Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred ay 7:30am on (B)(6) 2016. At this time the patient obtained blood glucose results of "35, 115, 65 and 55mg/dl" with the subject meter over 20 minutes apart. This time difference exceeds lfs's criteria for calculating the possibility of an inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 5 minutes after the alleged product issue occurred they developed symptoms of "sweating and disoriented". In response to these symptoms the patient self-treated by taking glucose tablets and/or gel at 7:35-7:40am the same morning. At the time of troubleshooting the csr noted that the results which were obtained were obtained greater than 20 minutes from each other. The unit of measure was set correctly on the subject meter and the patient's device was replaced and requested for evaluation. This complaint is being reported based on the following conclusion: although the meter readings obtained do not exceed lfs accuracy criteria due to the time difference between the readings, the patient reportedly developed symptoms that meet lfs's criteria for a serious injury reportable adverse event after the alleged product issue began.